Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had the signal artifact monitoring (sam) sensor disable. Technical services (ts) was consulted and noted noise on the right ventricular (rv) lead which causes pacing inhibition and oversensing. Rv impedance drops twice around 100ohms. Ts suspects lead failure. Later on, the patient state to have a skin procedure the same day of the allegations. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had the signal artifact monitoring (sam) sensor disable. Technical services (ts) was consulted and noted noise on the right ventricular (rv) lead which causes pacing inhibition and oversensing. Rv impedance drops twice around 100ohms. Ts suspects lead failure. Later on, the patient state to have a skin procedure the same day of the allegations. The device remains in service. No adverse patient effects were reported. Additional information was obtained, the device was explanted and replaced due to normal battery depletion (nbd).